Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) alarmed for an event, but what was recorded in arrhythmia recall at the central nurse's station (cns) did not match what was recorded in full disclosure. They also mentioned that the central nurse's station (cns) gave a false crisis alarm. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. The customer sent in logs for examination but did not provide additional required information such as model, serial number, software versions, and ip addresses of the monitored beds associated to this complaint. Therefore, an investigation could not be conducted. Due to the age of this complaint, additional information is unlikely to be obtained. A serial number review of the reported device does not reveal additional related complaints. The issue is unlikely to have recured. A root cause cannot be determined. Possible causes may be related to software corruption or hdd corruption, which can be caused by a number of issues. Physical damage to the hard drive's components, such as the read/write head or platters, can lead to data corruption. This can result from drops, shocks, or other physical impacts. Sudden power surges or outages can interrupt the normal writing or reading process on a hard drive, leading to data corruption. This is especially true if the drive was in the middle of a critical operation. Software bugs, glitches, or improper shutdowns can cause files to be written or read incorrectly, leading to corruption. This can happen if an application or the operating system crashes while accessing or modifying data on the drive. Malicious software can target and corrupt files or the file system on a hard drive. Some malware may intentionally modify or delete data, leading to corruption. Errors within the file system, which is responsible for organizing and managing data on the drive, can result in corruption. If the file system becomes corrupted, it may not be able to properly locate or access files. Over time, sectors on a hard drive can become "bad" due to wear and tear or manufacturing defects. Bad sectors can cause read/write errors and data corruption. Overheating, or excessive heat can damage the components of a hard drive, including the electronic circuits and mechanical parts, potentially leading to data corruption. Outdated or faulty firmware or drivers that control the operation of the hard drive can lead to data corruption. Accidentally performing actions like forced shutdowns of the system while data is being written or modified, or improperly ejecting an external drive, can cause corruption. Like all physical devices, hard drives degrade over time due to wear and tear. As a drive ages, its components may become less reliable, increasing the risk of corruption. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 11/25/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/02/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/09/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni.

Event description:
The customer reported that the bedside monitor (bsm) alarmed for an event, but what was recorded in arrhythmia recall at the central nurse's station (cns) did not match what was recorded in full disclosure. They also mentioned that the central nurse's station (cns) gave a false crisis alarm. No harm or injury was reported.

Event description:
The customer reported that the bedside monitor (bsm) alarmed for an event, but what was recorded in arrhythmia recall at the central nurse's station (cns) did not match what was recorded in full disclosure. They also mentioned that the central nurse's station (cns) gave a false crisis alarm. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) alarmed for an event, but what was recorded in arrhythmia recall at the central nurse's station (cns) did not match what was recorded in full disclosure. They also mentioned that the central nurse's station (cns) gave a false crisis alarm. No patient harm was reported. Investigation summary: the device was not sent in for evaluation. However, the arrhythmia recall and full disclosure waveform prints and device logs from this event were investigated by nkc. A specific root cause for why arrhythmia recall and full disclosure not matching could not be determined from the device logs, but a possible cause may include overlap of patient data. From the investigation: arrhythmia recall and full disclosure printed from the cns did not match. Arrhythmia recall and alarm history printed from the cns did match. The cns's printed arrhythmia recall and logs matched. It is believed that the full disclosure bedside data was managed by this cns. The alarm (arrhythmia recall) was from another bedside's data that was managed by another cns. Although there was nothing particularly suspicious in the log information of this cns, nkc believes that this event is similar to complaint# (B)(4). From this, patient overlap was inferred as a possible event. If the same patient is monitored by more than one cns on the network, different patient data may be displayed due to patient duplication. The issue of patient duplication will be addressed in the monitoring software in the future. We are unable to comment on the specific date of availability of the software update. Regarding the issue where the cns made a crisis alarm while none of its connected bsms made an alarm, a definitive root cause could not be determined from the cns logs. Possible causes are likely related to arrhythmia recall and alarm settings, or the alarm volume settings on the bsm. Due to the age of this ticket, further information such as bsm logs from this time period could not be acquired to confirm this issue. These issues may be attributed to device settings and could potentially be alleviated through software updates. A review of the customer's complaint history shows 2 similar tickets ((B)(4)) that were also investigated under the same nkc investigation. Nk will continue to monitor and trend similar complaints.

Event description:
The customer reported that their bedside alarmed for an event, but when they looked at the recording in the arrhythmia recall tab they saw that it didn't match with what was in full disclosure. They also said that their central nurse's station (cns) also gave a crisis alarm yet none of the bedsides being monitored by that cns showed this alarm. They believe that this was a "ghost" alarm. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.